Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a normal device change out procedure. The lead exhibited externalized conductors under the x-ray. There were no electrical anomalies. During the device interrogation, oversensing episodes were noted and the noise was unable to reproduce with the pocket manipulation test. The lead remains implanted. The patient was stable before, during and after the procedure.